Event description:
Event [preferred term], device kept flashing non-stop/invalid results, all lights flashing [device information output issue], , narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group. A male patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test), device lot number: k10a110123243m5, device expiration date: 21jun2025. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: device information output issue (non-serious), outcome "unknown", described as "device kept flashing non-stop/invalid results, all lights flashing". Relevant laboratory tests and procedures are available in the appropriate section. Causality for "device kept flashing non-stop/invalid results, all lights flashing" was determined associated to covid-19 and influenza ivd device (malfunction). Additional information: the patient (reporter's husband) was quite poorly and reporter wanted to see if he had covid. The instructions read before starting. The reporter followed the instructions to the letter. Everything went smoothly and then the device kept flashing non-stop, couldn't turn it off with taking out the batteries. It did not work or give any results. Covid led status both flashing. Flu a led status both flashing. Flu b led status both flashing. The reporter ended up giving patient a regular covid test which proved positive. Product quality group provided investigational results on 21dec2024 for covid-19 and influenza ivd device: the complaint for invalid after test for the covid and flu ivd test kit (lot number: k10a110123243m5, UDI: (B)(4) was investigated. The investigation included reviewing deviations, nonconformances, lot trending, and evaluating returned complaint samples. A complaint sample was returned. 1 covid and flu device was received. Compiled device data values indicative of a defect were observed. The complaint of invalid after test was present in the returned complaint sample. Consequently, this complaint is confirmed. No root cause or CAPA were identified. Though the data values confirm the complaint, the root cause cannot be identified, as the condition of the subcomponents prior to use as well as the use conditions are unknown. The final scope was determined to be limited to covid and flu ivd test kit lot k10a110123243m5. No quality issues related to lot k10a110123243m5 were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. The reported defect is not representative of the quality of the batch, and lot k10a110123243m5 remains acceptable for further distribution. Device engineering investigation: this investigation is based on the information captured in the complaint description and argus report. The complaint issue, invalid after test, was reported. The risk management file was reviewed to confirm that the hazard(s) and hazardous situation(s) associated with the complaint issue are documented in the hazard analysis (rsk-062, version # (4.0). All complaint investigations are trended. There is no current trend alert documented. Follow-up (21dec2024): this is a follow-up report from product quality group. Updated information included: device information and investigation result received.

Event description:
Event verbatim [preferred term] device kept flashing non-stop/invalid results, all lights flashing [no adverse event],, narrative: this case was assessed as invalid for no adverse event, product complaint only. This is a spontaneous report received from a consumer or other non-hcp from product quality group. A male patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test), device lot number: k10a110123243m5, device expiration date: 21jun2025. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: no adverse event (non-serious), outcome "unknown", described as "device kept flashing non-stop/invalid results, all lights flashing". Relevant laboratory tests and procedures are available in the appropriate section. Causality for "device kept flashing non-stop/invalid results, all lights flashing" was determined associated to covid-19 and influenza ivd device. Additional information: the patient (reporter's husband) was quite poorly and reporter wanted to see if he had covid. The instructions read before starting. The reporter followed the instructions to the letter. Everything went smoothly and then the device kept flashing non-stop, couldn't turn it off with taking out the batteries. It did not work or give any results. Covid led status both flashing. Flu a led status both flashing. Flu b led status both flashing. The reporter ended up giving patient a regular covid test which proved positive. Product quality group provided investigational results on 21dec2024 for covid-19 and influenza ivd device: the complaint for invalid after test for the covid and flu ivd test kit (lot number: k10a110123243m5, UDI: 3a4h0v2d) was investigated. The investigation included reviewing deviations, nonconformances, lot trending, and evaluating returned complaint samples. A complaint sample was returned. 1 covid and flu device was received. Compiled device data values indicative of a defect were observed. The complaint of invalid after test was present in the returned complaint sample. Consequently, this complaint is confirmed. No root cause or CAPA were identified. Though the data values confirm the complaint, the root cause cannot be identified, as the condition of the subcomponents prior to use as well as the use conditions are unknown. The final scope was determined to be limited to covid and flu ivd test kit lot k10a110123243m5. No quality issues related to lot k10a110123243m5 were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. The reported defect is not representative of the quality of the batch, and lot k10a110123243m5 remains acceptable for further distribution. Device engineering investigation: this investigation is based on the information captured in the complaint description and argus report. The complaint issue, invalid after test, was reported. The risk management file was reviewed to confirm that the hazard(s) and hazardous situation(s) associated with the complaint issue are documented in the hazard analysis (rsk-062, version # (4.0)). All complaint investigations are trended. There is no current trend alert documented. Follow-up (21dec2024): this is a follow-up report from product quality group. Updated information included: device information and investigation result received. Follow-up (27dec2024): follow-up attempts are completed. Amendment: this follow-up report is being submitted to amend previous information: reportability changed from reportable to not reportable.

Event description:
Event [preferred term] , device kept flashing non-stop/invalid results, all lights flashing [device information output issue], , narrative: this is a spontaneous report received from a consumer or other non hcp from product quality group. A male patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: device information output issue (non-serious), outcome "unknown", described as "device kept flashing non stop/invalid results, all lights flashing". The reporter considered "device kept flashing non stop/invalid results, all lights flashing" associated to covid-19 and influenza ivd device. Causality for "device kept flashing non stop/invalid results, all lights flashing" was determined associated to covid-19 and influenza ivd device (malfunction). Additional information: the patient (reporter's husband) was quite poorly and reporter wanted to see if he had covid. The instructions read before starting. The reporter followed the instructions to the letter. Everything went smoothly and then the device kept flashing non stop, couldn't turn it off with taking out the batteries. It did not work or give any results. Covid led status both flashing. Flu a led status both flashing. Flu b led status both flashing. The reporter ended up giving patient a regular covid test which proved positive.